Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaking. Customer stated that he met with an accident and insulin pump spilled the insulin on the reservoir compartment. It was reported that they had leak at the o ring. It was reported that they had [performed self test and was passed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.